Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a 32-year-old female patient who had essure (batch no. 11879401 inv,61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly" on (B)(6) 2013. The patient's medical history included parity 2, depression, migraine and obesity (bmi 37.6 kg/sqm). Current weight 265 lbs. Previously administered products included for an unreported indication: iud nos from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced feeling abnormal ("have not been myself for two years"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea /so much pain, it was nauseating"), pain ("so much pain"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition: eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, nausea, pain, feeling abnormal, headache, weight increased, fibromyalgia, bladder disorder, urinary tract disorder, fatigue, back pain, pain in extremity, neck pain, eczema and anxiety outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, eczema, fatigue, feeling abnormal, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: initial report refers to the reporter herself a female consumer of unspecified age who had two small children and had essure (fallopian tube occlusion insert) implanted in 2013, and stated she had nothing but health issues since. Before essure the only time she went to the doctor was for regular check ups and that was rare. Since essure, she had 5 MRI's, 2 spinal taps, numerous blood draws for testing etc. Everything had come back normal. She had not been herself for two years. She had not been able to go a day without being in so much pain it was nauseating. She had always been employed fulltime since she was 16 years old and at time of posting she would not be able to hold a part time job because of all her symptoms. Follow up report was received via lawyer after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Blood test - on an unknown date: assessment: normal. Results: numerous blood draws for testing - all fine. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lumbar puncture - on an unknown date: assessment: normal. Results: fine; on an unknown date: assessment: normal results: fine. Magnetic resonance imaging - on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and medical record received lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 09-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal / chronic pain') and myelitis transverse ('transverse myelitis') in a 32-year-old female patient who had essure (batch no: (11879401, 61942) inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement / not going in correctly" on (B)(6) 2013. The patient's medical history included parity 2, depression, migraine and obesity (bmi 37.6 kg/sqm). Current weight 265 lbs. Previously administered products included for an unreported indication: iud nos from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced feeling abnormal ("have not been myself for two years"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea / so much pain, it was nauseating"), pain ("so much pain"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), back pain ("pain: back"), pain in extremity ("pain: legs / arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition: eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, nausea, pain, feeling abnormal, headache, weight increased, fibromyalgia, bladder disorder, urinary tract disorder, fatigue, back pain, pain in extremity, neck pain, eczema and anxiety outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, eczema, fatigue, feeling abnormal, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: initial report refers to the reporter herself a female consumer of unspecified age who had two small children and had essure (fallopian tube occlusion insert) implanted in 2013, and stated she had nothing but health issues since. Before essure the only time she went to the doctor was for regular check ups and that was rare. Since essure, she had 5 MRI's, 2 spinal taps, numerous blood draws for testing etc. Everything had come back normal. She had not been herself for two years. She had not been able to go a day without being in so much pain it was nauseating. She had always been employed fulltime since she was 16 years old and at time of posting she would not be able to hold a part time job because of all her symptoms. Follow up report was received via lawyer after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Blood test: on an unknown date: assessment: normal. Results: numerous blood draws for testing all fine. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Lumbar puncture: on an unknown date: assessment: normal. Results: fine. Magnetic resonance imaging: on an unknown date: assessment: normal. Results: fine. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1549) on (B)(6) 2015. The most recent information was received on 22-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') in a 32-year-old female patient who had essure (batch no. (11879401, 61942) inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly" on (B)(6) 2013. The patient's medical history included parity 2, depression, migraine and obesity (bmi 37.6 kg/sqm). Current weight 265 lbs. Previously administered products included for an unreported indication: iud nos from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced feeling abnormal ("have not been myself for two years"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse ("transverse myelitis") and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea /so much pain, it was nauseating"), pain ("so much pain"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition: eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, nausea, pain, feeling abnormal, headache, weight increased, fibromyalgia, bladder disorder, urinary tract disorder, fatigue, back pain, pain in extremity, neck pain, eczema and anxiety outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, eczema, fatigue, feeling abnormal, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: initial report refers to the reporter herself a female consumer of unspecified age who had two small children and had essure (fallopian tube occlusion insert) implanted in 2013, and stated she had nothing but health issues since. Before essure the only time she went to the doctor was for regular check ups and that was rare. Sinceessure, she had had 5 MRI's, 2 spinal taps, numerous blood draws for testing etc. Everything had come back normal. She had not been herself for two years. She had not been able to go a day without being in so much pain it was nauseating. She had always been employed fulltime since she was 16 years old and at time of posting she would not be able to hold a part time job because of all her symptoms. Follow up report was received via lawyer after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Blood test - on an unknown date: assessment: normal results: numerous blood draws for testing - all fine. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lumbar puncture - on an unknown date: assessment: normal results: fine. Magnetic resonance imaging - on an unknown date: assessment: normal results: fine. 11879401 ,61942 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a 32-year-old female patient who had essure (batch no. 11879401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly" on (B)(6) 2013. The patient's medical history included parity 2, depression, migraine and obesity (bmi 37.6 kg/sqm). Current weight 265 lbs. Previously administered products included for an unreported indication: iud nos from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced feeling abnormal ("have not been myself for two years"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea /so much pain, it was nauseating"), pain ("so much pain"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition: eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, nausea, pain, feeling abnormal, headache, weight increased, fibromyalgia, bladder disorder, urinary tract disorder, fatigue, back pain, pain in extremity, neck pain, eczema and anxiety outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, eczema, fatigue, feeling abnormal, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: initial report refers to the reporter herself a female consumer of unspecified age who had two small children and had essure (fallopian tube occlusion insert) implanted in 2013, and stated she had nothing but health issues since. Before essure the only time she went to the doctor was for regular check ups and that was rare. Sinceessure, she had had 5 MRI's, 2 spinal taps, numerous blood draws for testing etc. Everything had come back normal. She had not been herself for two years. She had not been able to go a day without being in so much pain it was nauseating. She had always been employed fulltime since she was 16 years old and at time of posting she would not be able to hold a part time job because of all her symptoms. Follow up report was received via lawyer after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Blood test - on an unknown date: assessment: normal results: numerous blood draws for testing - all fine. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lumbar puncture - on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine. Magnetic resonance imaging - on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 17-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain: abdominal/chronic pain') and myelitis transverse ('transverse myelitis') in a (B)(6)-year-old female patient who had essure (batch no. 11879401) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had to reinsert the coils at the time of placement/not going in correctly" on (B)(6) 2013. The patient's medical history included parity 2, depression, migraine and obesity (bmi (B)(6) kg/sqm). Current weight (B)(6) lbs. Previously administered products included for an unreported indication: iud nos from 2002 to 2007. Concomitant products included alprazolam (xanax) from 2013 to 2015, amfetamine from 2013 to 2015, amitriptyline from 2013 to 2015, diclofenac from 2013 to 2015, duloxetine hydrochloride (cymbalta) from 2013 to 2015, gabapentin (neurontin) from 2014 to 2016, hydroxychloroquine from 2014 to 2016, oxybutynin from 2013 to 2015, sulfasalazine from 2013 to 2015 and vortioxetine hydrobromide (trintellix) from 2014 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced feeling abnormal ("have not been myself for two years"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced myelitis transverse (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea /so much pain, it was nauseating"), pain ("so much pain"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), back pain ("pain: back"), pain in extremity ("pain: legs/arms"), neck pain ("pain: neck"), eczema ("rashes or skin condition: eczema") and anxiety ("anxiety"). On an unknown date, the patient experienced perinatal depression ("psychological or psychiatric problems condition: depression"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, myelitis transverse, nausea, pain, feeling abnormal, headache, weight increased, fibromyalgia, bladder disorder, urinary tract disorder, fatigue, back pain, pain in extremity, neck pain, eczema and anxiety outcome was unknown, the dysmenorrhoea had resolved and the migraine and perinatal depression was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, eczema, fatigue, feeling abnormal, fibromyalgia, headache, migraine, myelitis transverse, nausea, neck pain, pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased to be related to essure. The reporter commented: initial report refers to the reporter herself a female consumer of unspecified age who had two small children and had essure (fallopian tube occlusion insert) implanted in 2013, and stated she had nothing but health issues since. Before essure the only time she went to the doctor was for regular check ups and that was rare. Since essure, she had 5 MRI's, 2 spinal taps, numerous blood draws for testing etc. Everything had come back normal. She had not been herself for two years. She had not been able to go a day without being in so much pain it was nauseating. She had always been employed fulltime since she was 16 years old and at time of posting she would not be able to hold a part time job because of all her symptoms. Follow up report was received via lawyer after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood test - on an unknown date: assessment: normal. Results: numerous blood draws for testing - all fine. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lumbar puncture - on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal results: fine. Magnetic resonance imaging - on an unknown date: assessment: normal results: fine; on an unknown date: assessment: normal. Results: fine; on an unknown date: assessment: normal. Results: fine; on an unknown date: assessment: normal. Results: fine; on an unknown date: assessment: normal. Results: fine. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-oct-2019: with receipt of follow up report on 17-oct-2019, this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-03736) from which all information was transferred to this record ((B)(4)), then duplicate record # (B)(4) will be deleted. New: reporter lawyers added. Patient age, date of birth, medical history, historical- concomitant - and event treatment drugs added. Essure insertion (prev: 2013 unspecified) and removal date (prev: ongoing), indication, batch number and evaluation result added. Hsg result of (B)(6) 2013 added. New events added: device difficult to use, abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, eczema, fatigue, fibromyalgia, headache, migraine, myelitis transverse, neck pain, pain in extremity, perinatal depression, urinary tract disorder and weight increased (previously reported events pain, nausea, feeling abnormal). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.